Event description:
There was a small break in the insulation at the seam of the electrode blade and caused a minimal burn to the patient.

Manufacturer narrative:
The sample has not yet been received for evaluation from the user facility.